Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records indicates the patient the patient was asymptomatic with no valve issues and the reason for the explantation approximately 2 years and 1 month post implantation of the 29mm sapien 3 valve was not due to any type of edwards valve deficiency or malfunction but was due to the patients pre-existing aortic root and ascending aortic aneurysm. The transcatheter aortic valve replacement had been implanted with hope of stabilizing the aortic root aneurysm, without success. The aortic root and ascending aortic aneurysm continued to enlarge from a diameter of 5.5-5.6cm to 6.0cm, and the aortic root enlargement caused the development of a significant paravalvular leak around the 29mm s3 bioprosthetic aortic valve. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 valve, therefore the explant event is no longer considered FDA reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 1 month, and 6 days post-implant of a 29 mm sapien 3 valve in the aortic position, the valve was explanted. The reason for explant is unknown at this time.